Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing the peg tube. On (B)(6) 2022, the patient underwent esophagogastroduodenoscopy, which showed buried bumper syndrome. On (B)(6) 2022, the patient underwent surgery to remove the peg-j tube to allow for healing. A duodenal nasal tube was placed to administer duodopa therapy. On an unknown date, the patient was discharged from the hospital. The patient will be re-evaluated in about a month for possible peg-j tubing replacement.